Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery using pod5s. It was noted that the patient¿s anatomy was slightly tortuous. During the procedure, while attempting to advance a pod5 from the contralateral side to the treatment site using a lantern delivery microcatheter (lantern), the physician experienced resistance at the middle of the lantern and therefore, the pod5 was removed. The physician then tried to re-insert it again; however, resistance was encountered at the same position. Therefore, it was removed. The procedure was completed using another pod5, four pod coils, two penumbra coils 400, other coils and the same microcatheter. There was no report of an adverse effect to the patient.